Event description:
Medics responded to a cardiac call, reportedly while pacing the patient, pacing would stop and had to be restarted repeatedly. The patient was not resuscitated. Reporter stated that the alleged malfunction did not cause or contribute to the patient's death, based on an assessment of the patient's lack of viability.